Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine, dilaudid (hydromorphone), and saline (pfns, pbs) via an implantable pump. It was reported that they had a new pump put in last wednesday (B)(6) 2025, because they were going to reposition the old pump but there was too much scare tissue, so they implant a new pump. The patient stated they have the old the personal therapy manager (ptm) and was told to charge up the ptm. The patient was getting a service code 83 on the ptm. The patient has saline in the pump currently. The patient stated that next thursday is the pump refill. The patient service reviewed meaning of the service code and recommended the patient consult with healthcare provider office for the next steps. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.